Manufacturer narrative:
The lead was not able to be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be implanted. However, during the procedure the pacing impedance measurements were out-of-range at greater than 2,000 ohms. The lead was tested multiple times but the issue could not be resolved. The lead was abandoned and another model was implanted successfully. No adverse patient effects were reported.